Manufacturer narrative:
The "catalog #" is 9183. The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) years with no reported issues prior to this reported event.

Event description:
It was reported that the device provided inaccurate spco readings. Customer reported that two different devices read 5% spco for a non-smoking person and 0% for a smoking person. There were no known impact or consequences to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.